Event description:
This device was returned without oos documentation from a funeral home. Information was obtained that this patient expired on (B)(6) 2010. The following physician's office has no information regarding this patient's death. There are no known complaints associated with this device.